Event description:
"S/p bilateral subpectoral, transpex 250cc siltex implants (unknown type-gel vs saline) for correction of involutional atrophy. Pt states the breasts have been painful for 8 yrs but especially increased recently. Felt lump right lat breast and mammogram and us revealed large cyst. Complained of increased drooping and thinks breasts may be harder but denies decreased size or h/o trauma. Pt also complained of progressive systemic sx's including arthralgias/myalgias (plus am stiffness), paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturb, frequent uri's, hot flashes/sweats, ha's, visual changes, memory loss, sicca, hair loss, rashes, sens. Sun/chem., sob/costochondritis, choking sens., wgt gain, and gi/gu disturbances. Pt is otherwise healthy."